Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. The alarms observed in the log could be caused by a restriction/significant blockage of the exhalation valve or an occlusion/kink in one or more of the breathing circuit tubes or hose. On-screen help instructions advise the user to check the patient ciruit/ventilator and replace if the alarms persist. The device was put through extensive testing including stress and troubleshoot testing with a known good test set up without duplicating the report. An internal inspection identified no discrepancies. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.